Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing and noise. It is noted the emergency physician determined normal device function with no undersensing. No intervention or reprogramming was required. The lead remains in use. No patient complications have been reported as a result of this event.